Event description:
It was reported (1) er320 was used during a lap chole procedure. It was reported by the rep that the clip applier would not fire clips. Opened a second er320 to complete the case. There was no consequence to pt.